Event description:
The reporter contacted animas on (B)(6) 2013 and stated that the display screen had intermittent issues of going blank and/or missing segments of text. The reporter denied power issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on appropriately and the display screen functioned properly. During testing, when pressure was applied to the display lens, the intermittent display was duplicated. The pump was opened and debris was found on the display flex connector. The debris was removed and the display functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.